Event description:
A report received from medwatch, a patient underwent contoura vision lasik surgery for refractive correctness (high myopic astigmatism), there was no medical history, no ongoing medication or any health issues of the patient. Post operatively medications were suggested and on further examinations it was found surgical complication of flap wrinkles and washing was done on flap and medications prescribed due to eye discomfort and strain. The surgeon performed washing of both eyes with ironing on left eye and placed bandage contact lens to clear flap wrinkles. After that the bandage contact lens was removed but patient complained about vision in right eye was still blurred. Still blurriness of eye was persistent, thus right eye ironing and flap reposition was done. The vision improvement was seen but symptomatic flaps wrinkles were still seen in slit lamp examination. The surgeon suggested to have regular eye and retina check every one month and report the progress. The surgeon also advised if situation is persistent then flap suturing to remove wrinkles and fix. As per surgeon the vision will improve over time and will take necessarily one to three months to recover, but the patient moved to another country and stopped the medications without proper advice and still experiencing occasional eye burning sensations and dry eyes. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
H3, h6: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. The logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The logfile shows sixteen successfully performed treatments on that day. The reported treatment could be identified in the logfile. The logfile shows that the reported treatment in right eye was performed successfully without interruptions. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The provided clinical data was assessed by a local clinical application specialist who stated that the flap creation appears good, fairly centered for ablation part. This shows lasers done job well. Based on the data, it is unclear why surgeon did flap wash and ironing in follow up visits. The treating surgeon stated that the patient had certain allergy and dry eye related complaints and was advised medications as per his need on seventeen days after surgery. Since then the patient is lost to follow up. No further details were provided for assessment. The reported events could not be confirmed based on the provided data and no root cause for the customer's reported event could be determined conclusively. The manufacturer internal reference number is: (B)(4).